Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced issues with the insulin sets not sticking and causing high blood glucose. It was reported that customer was at church when her infusion set fell off and she did not have another set for about 15 minutes. Blood glucose value was 408 mg/dl. Troubleshooting was declined. The infusion sets will be replaced, and a tape kit will be sent. The insulin pump will not be returned for analysis.